Event description:
A physician reported that a pt received her first collagen treatment in the nasolabial folds and upper lip, exact portion of lip not specified. Nine days after implantation, exact date unknown, the pt developed tenderness at the collagen treated sites which progressed to erythema and impressive nodularity. The physician diagnosed a hypersensitivity and prescribed oral steroids and topical cortisone without effect. On 8/5/97, the physician injected intralesional kenalog. The physician declined to provide add'l info.